Event description:
It was reported that cgm display showed missing lines and appeared as a black screen, although connection to the system remained stable and no third-party apps were used. There was no reported impact to the customer¿s blood glucose level. Technical support determined that cgm alerts had not been set up, advised that alerts were required for proper display, assisted with configuring the alert settings, and caller confirmed that screen appearance returned to normal.